Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that it had the error code 37 autofill failure. The issue was with atmosphere transducer out of calibration. The fse calibrated the transducers and the problem was resolved. The fse performed a complete system checkout. The unit passed all testing and all functional and safety checks. The unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during training the cardiosave intra-aortic balloon pump (iabp) getting auto fill error. There was no patient involved.